Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was indicated that the patient experienced a loss of therapy. The patient felt stimulation and the caller stated that it was on and was working. The patient was to follow up with a healthcare professional (hcp). The caller was not sure if the patient had tried other programs. The caller mentioned that the patient stated that they had a heart monitor on and ever since stopped working at the end of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.